Event description:
Patient always had pain since surgery and 4 weeks after surgery patient heard a pop. Approximately 6 weeks later, patient heard another pop and leg was bowing. Surgeon said it was residual pain and had her walk around the office and advised her to do stretches but did not take an x-ray. A few months later surgeon took x-ray and saw the plate on the tibia broke. Patient had a revision surgery on (B)(6), 2014 and a rod was put in.

Manufacturer narrative:
Evaluation summary: based on the received x-rays the reported event of the plate breakage could be confirmed. The breakage was caused by wrong choice of the implant and too high postoperative loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The received x-rays, doctor´s notes and the op report for primary & revision surgery were reviewed by our clinical expert: ¿the submitted x-rays show orif of a lower leg fracture in the distal third, whereby the tibia has been fixed with a laterally placed axsos small fragment locking compression plate 8 holes and the fibula has been fixed with a long version of a variax lateral fibula plate. Furthermore there is a single lag screw fixation of volkmann¿s triangle. In the area of the tibia fracture there is a medial butterfly fragment resulting in an insufficient medial pillar. Such a fragment constellation is adverse because nearly all forces and bending moments are transferred by the plate alone without any sufficient support by the bone. Of the three screws in the proximal fragment only the most proximal screw is inserted bicortically, the two remaining screws are at the fracture site indicating a too short plate. Otherwise, fragment correction and positioning of the hardware are correct. After approx. 8 weeks the tibia plate is broken in the area of the fracture site resulting in re-dislocation of the tibia fragments. The x-rays (submitted in poor quality) show beginning callus formation but no signs of bone consolidation in the fracture gap. From a clinical point of view there are two root causes for the implant failure: the axsos small fragment plate is not indicated in tibia fractures. They are typically indicated in forearm fractures. For fixation of tibial bone these plates are much too weak. For fixation of a tibia fracture the axsos basic fragment plate narrow (ref # (B)(4)) would be eligible. An unstable fracture of the tibia with a butterfly fragment, which is fixed with a plate, does not allow for early postoperative weight bearing. The patient should unload until significant bone consolidation is visible in the follow up x-rays. The proximally too short plate had no impact on the implant failure. In conclusion, the implant failure has been caused by wrong choice of the implant and too high postoperative loading.¿ [original statement] the instructions for use non-active implant pp_v15013_ j was reviewed please pay attention to the following: ¿warnings and precautions warning implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation. [¿] post-operative post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. The implant is a short-term implant. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable. The risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow-up.[¿] informing the patient the implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, the surgeon must counsel each patient individually on correct behavior and activity after the implantation. The surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. Explain the need to report unusual changes in the implantation area as well as falls or accidents even if the device or the site of operation did not appear to be harmed at the time. Explain also the need to appear for the postoperative examinations (e.g. X-ray checks) and for the possible explantation of the implant.¿ [original statement] if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient always had pain since surgery and 4 weeks after surgery patient heard a pop. Approximately 6 weeks later, patient heard another pop and leg was bowing. Surgeon said it was residual pain and had her walk around the office and advised her to do stretches but did not take an x-ray. A few months later surgeon took x-ray and saw the plate on the tibia broke. Patient had a revision surgery on (B)(6) 2014 and a rod was put in.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.